Manufacturer narrative:
(B)(4). Date sent: 12/23/24. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished long60a, with lot/batch number a9ck39, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure, it was observed that the staples malformed after fired. Changed the new one to complete surgery. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent 1/15/2025. D4 batch #144c50. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one long60a device was returned with no apparent damage and with two reloads present. Ecr60d reload (b) was received unfired, with the reload pan partially dislodged from the left proximal side making the reload non-functional. No conclusion could be reached on what may have caused the reload pan to dislodge. Also, an ecr60b reload (c) was received unfired. The device was tested for functionality in the articulated position with the returned reload (c) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as no malformed staples were noted and the device performed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 144c50, and no non-conformances related to the reported complaint condition were identified.